Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A on-site device evaluation by a field service engineer, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The fse inspected the cv-190 sdi output and discovered a problematic signal coming from the sdi cable that was installed for the endo management system. This cable was causing intermittent signal loss to the computer system. The customer replaced the sdi cable with an olympus one, and after installing experienced no further signal loss. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the device is less than 3 years from its delivery, there is no problem with the device, but instead a problem with the video input circuit of the video cable or monitor. Another possibility is accidental failure of parts of dp and dx boards. The dp and dx substrates output each video signal. Therefore, it is inferred that the video signal output became unstable due to the failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the evis exera iii video system center was experiencing intermittent no signal issues. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The equipment tech. (B)(6) called in to report the intermittent signal issue. However, because the reported event was happening intermittently, it was not occurring during the call and therefore trouble-shooting was limited for the olympus technical assistance center (tac) personnel. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.